Event description:
The doctor had to re-implant a hyprocure stent on a pt due to a stent backing out of the proper placement and incurring a loss of correction.

Manufacturer narrative:
The doctor removed the hyprocure size 6 stent and replaced it with a hyprocure size 7, lot number 070531131 (serial number (B)(4)) cutting all the fibers and indicated that post op x-rays indicated perfect alignment. He saw the pt three days post op and reported the pt was hesitant to walk on the foot which is a typical reaction due to post-op pain (guarding the foot). The doctor stated he harbored no concern about the discomfort being an indicator of problems. Upon reviewing the x-rays post-op, the subjective findings had many possible reasoning's. The stent may move as a result of the ligaments adhering to the stent, as expected. Some people do not tolerate the device and the pts anatomy will not accept, reject the device. The x-ray views may have represented a false presentation if the pt was "guarding" her foot due to discomfort. In conclusion, the doctor expressed full comprehension of all concepts discussed.